Event description:
The customer reported that the 9800 system has a collimator iris potentiometer error prior to a case. The procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.